Manufacturer narrative:
Investigation: during customer follow-up, the customer indicated that the statements he made were 'providing an example injury, not necessarily one that was related to a donation on the trima system. We only experience about one injury a month requiring significant medical care and the case I described to the group was one of the more severe examples that we may encounter.' The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to the aabb technical manual, adverse reactions seen at the time of donation or those reported later average about 3.5%. According to the trima operator's manual, it instructs the operator to be aware of possible adverse effects and how to manage them. Root cause: the root cause for the customer reported donor reaction could not be conclusively determined, because no information could be obtained about the nature of the reaction. Possible causes include but are not limited to:- donor/patient physiology- donor/patient's apprehension about apheresis procedure (nervousness)- machine settings, ac infusion rate too fast for the donor/patient

Event description:
The customer did not respond to attempts to obtain information for the investigation such as procedural details, patient information, and lot information.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be provided.

Event description:
The customer mentioned that they had a number of post-donation reactions at his blood centers. The customer did not associate the reactions to a specific location, machine, tubing set, or period of time. It is unknown at this time the procedural details related to the adverse reactions that he described in the presentation. Specific dates of the events, number of reactions, and specific patient information are not available at this time. It is not known at this time if medical intervention was necessary for any of the events. The disposable kits are not available for return because they were discarded by the customer.